Manufacturer narrative:
An independent medical opinion was obtained on this event from (B)(4), hematologist. He concluded that the autologous prp produced by utilizing the harvest smartprep2 centrifuge system would not be the cause for this event (opinion on file). The performance or quality of the smartprep2 centrifuge system and disposable kit was not implicated or questioned in this event report.

Event description:
Following total hip replacement surgery on (B)(6) 2011, autologous platelet rich plasma (prp) prepared utilizing the harvest smartprep2 system was administered intra-articularly. On/about (B)(6) 2011, post operatively the pt had a fever and an elevated white blood cell count. As part of the post-operative routine, the pt was placed on antibiotic therapy. Post operative cultures provided negative or no growth results. The hip implant was removed on (B)(6) 2011. Report ((B)(6)) on (B)(6) 2011 revealed the pt remained hospitalized, is recovering, is stable, and is awaiting doctor's decision on replacement hip implant. There was no evidence to suggest that the post operative complication was related to the administration of the autologous prp or the performance of the harvest smartprep2 system. Report ((B)(6)) on (B)(6) 2011, pt a lot better, remains hospitalized, culture results show no growth. Preliminary doctor's medical opinion, thinks is autoimmune response. Implant status not reported. Report ((B)(6)) on (B)(6) 2011, revealed pt is responding to steroid treatment & improving. No decision on when to reimplant. Culture results no growth. Reports ((B)(6)) event probably is not related to prp.